Manufacturer narrative:
Optical coherence tomography (oct) scans and system settings provided for clinical review. No abnormalities were found. A company representative visited the site and evaluated the system due to the reported event. No system issues were found that could contribute or be the cause to the reported event. System was tested and verified to meet specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specification. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported a posterior capsule break through during a laser assisted cataract procedure in the right eye. Additional information has been requested. There are three related reports. This report addresses patient (B)(6) and other manufacturer reports will be filed for the other two patients.